Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d10. Concomitant med products and therapy dates: velys base station, velys satellite station (14jan2025). D4. The device lot/serial number is unknown at this time. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that that during a total knee arthroplasty (tka) surgical procedure, it was observed that when the robotic assisted saw handpiece device would get close to the bone, the saw would initiate on its own. It was reported that this occurred with all cuts. It was reported that the robot was not mounted on the bed. There was no surgical delay reported. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.